Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer and a healthcare provider. Healthcare provider reported the patient had lead fragments or partial leads still implanted. MRI tech indicated the ins was removed, but a partial lead remained. No patient symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neuro stimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor patient reported that the implant did not work for them so they got it explanted in 2017. No further complications were noted or anticipated.